Event description:
As reported: "due to insufficient adjustment of the adjusting device, the most distal advance locking screw of the two distal transverse stops was inserted into the bone without passing through the nail. This was discovered after wound closure. Reinsertion of the screw outside the nail was not performed, and the plan is to observe the situation and take action as appropriate."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
Corrections: please refer to section h6 (health impact code was revised). The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "due to insufficient adjustment of the adjusting device, the most distal advance locking screw of the two distal transverse stops was inserted into the bone without passing through the nail. This was discovered after wound closure. Reinsertion of the screw outside the nail was not performed, and the plan is to observe the situation and take action as appropriate."